Event description:
A customer reported that their AED will not turn on, battery issue. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.